Event description:
A surgeon reported that during a cataract with intraocular lens implant procedure with an unplanned anterior vitrectomy for a capsular tear (which is believed to be unrelated to the system), the surgeon found that the cutter was occluding and not working. The hospital staff called the company sales rep, who directed them on what needed to be selected and, after a 15 minute delay, the issue was resolved. There was no harm to the pt as a result of the event.

Manufacturer narrative:
The customer reported that the cutter was occluding and not working during an anterior vitrectomy procedure. The customer called the company sales rep to assist with troubleshooting. The company sales rep reviewed the issue with the customer and found that the facility had set the system up for a 20 gauge probe when they were trying to use a 23 gauge probe. The company sales rep then guided the facility to correct the settings and the issue was resolved. The vitrectomy probe selection instructions can also be found in the system operator's manual. The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The user attempted to use a 23 gauge probe when the system was set to a 20 gauge probe; therefore, this differentiation in setting was attributed as the root cause. (B)(4).